Manufacturer narrative:
(B)(4). The patient did not have a minicap on their transfer set which is a breach in aseptic technique. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to immediately place the minicap on the transfer set and tighten the cap until fully secured right after disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy. The patient explained that they looked down and realized that they did not have a minicap on their transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.